Event description:
It was reported that the customer had a no delivery alarm during basal, bolus, fixed prime on the insulin pump. The customer's blood glucose level was 204 mg/dl. It was not able to do troubleshoot because the customer was currently driving and sitting in traffic. The customer doesn't want to replace insulin pump, the customer stated that she will call baclk to troubleshoot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.